Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported th on/off switch of a dermatome device works intermittently. The switch gets stuck. The event occurred during a procedure, however; it is reported there was no patient injury.